Manufacturer narrative:
Multiple attempts to obtain additional information on this event have been unsuccessful. The product has not been returned for analysis. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that two years and 9 months post implant of this transcatheter bioprosthetic valve, this valve was explanted and replaced with another transcatheter bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, a definitive conclusion can be made regarding the clinical observation.